Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Patient reports developing an unspecified pain approximately three years following mesh implant for ventral hernia repair. Patient was prescribed pain medication in 2007.